Manufacturer narrative:
Corrected information is provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples were sent to the manufacturer, but no actual complaint sample was provided by the customer. The received samples were not the complaint sample. The received samples were confirmed to be unused, unopened and as such were archived and not investigated further. Complaint trending was reviewed for the lot code provided. No similar complaint was found. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. As no actual complaint sample was returned, no root cause could be determined. No action is warranted at this time due to the fact that no additional complaints have been received for this complaint type/lot code. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that viscoelastic product was used during a cataract surgery when a particle was observed in the eye which was successfully removed from the eye during the same procedure. There was no harm to the patient however, the patient received a prophylactic antibiotic injection post operatively. Additional information has been requested.